Manufacturer narrative:
(B)(4). One flexiva 200 laser fiber was received for evaluation. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it indicating that the fiber is broken within the connector. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on january 11, 2017 that a flexiva 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2016. According the complainant, during the procedure and inside the patient, the laser fiber stopped working. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.